Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient underwent a surgery to have an spectra penile prosthesis (spp) explanted due to unspecified reasons. A new spp was implanted. No patient complications were reported.